Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be tested due to the device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to failing to cross the lesion with the stent delivery system (sds) include, but are not limited to, lesion calcification, lesion tortuosity, outer diameter of sds, or damage to the sds. In this case, return analysis confirmed the crossing profile of the sds to be within specification, indicating a product quality issue did not contribute to the failure to cross the lesion. It is possible that interaction with the patient¿s lesion during advancement contributed to the failure to cross and subsequently resulted in the reported stent deformation; however, this cannot be confirmed. Additionally, it was reported that the hypotube separation noted during return analysis occurred post procedure, when the sds was removed from the guide catheter. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a calcified lesion located in the circumflex and bifurcation in the left marginal branch, with an unsuccessful attempt to implant a xience alpine 2.25 x 18 stent in the left marginal segment. Deformities of the stent struts were observed, however, the struts were not flared. The replacement device is not known. There were no reported adverse patient effects and no clinically significant delay in the procedure. Return device analysis revealed the hypotube was separated. The separation ends were noted to be crimped and jagged. Additional follow up revealed the separation occurred when removing the stent from inside the catheter [guiding catheter]. No additional information was provided.